Manufacturer narrative:
(B)(4). Unit passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08750 inches. However, hardware low level failures alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly.

Event description:
Information received by medtronic the user reported they experienced high blood glucose. Customer¿s current blood glucose value was 327 mg/dl which was treated with bolus. Customer stated that blood glucose was high after meals. Customer did not allege insulin pump was under delivering. Troubleshooting for high blood glucose readings was done. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.